Event description:
The device was inserted into a patient born with biliary atresia undergoing a living related liver transplant. After induction of anesthesia, the rij vein was punctured with needle and .025" wire was easily inserted into heart. After pulling back wire, the sheath was inserted over the wire. The catheter was advanced fully and the catheter wire stylet was removed and the catheter secured. It did not aspirate blood, but infused well. A chest x-ray at the time revealed good position. An IV infusion was began. Approximately 1.5 hours later, during surgery, the right diaphragm was bulging into surgeon's field. A small incision was made and clear fluid was aspirated from the chest. Fluid was determined to be IV fluid. The 3fr catheter was removed and the sheath capped. Review of x-ray revealed the 3 fr catheter "j'ed" to the right and in retrospect had punctured the svc. Fluid was subsequently aspirated relieving the tamponade and the patient did well postoperatively.